Event description:
Vague report of a pump being set at 2 ml/hr with 20 mls of unknown solution. The pump was set up with a buretrol set on a neo-nate. Reportedly the pump finished infusing in 2 hrs. No pt injury was reported.